Event description:
(B)(4). I am allergic to nickel wasn't told it was in the implant, was implanted regardless. Have had constant pain, bleeding after sex, swelling in abdomine, bladder leakage, very intense pain, have had boils in my hair, and my hair is falling out.